Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he dropped his insulin pump a couple of times over the past year and the screen became blurred and difficult to read. The scratches run from the top of the display and go down to the middle where the blood glucose value is displayed. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.